Manufacturer narrative:
On 07/19/18, it was reported to mentor that the patient had been in a stable condition after the surgery. The patient tolerated the procedure well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/02/18, it was reported to mentor that the device evaluation and investigation findings: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 5.5 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 6665631 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/02/18, it was reported to mentor that the problem was discovered during healthcare professional exam and patient noticed deflation. The patient had fully recovered after the surgery. The patient was not hospitalized and there were no complications after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a saline mentor smooth round spectrum 475cc filled to 480cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round spectrum 475cc , catalog number 3501480, serial number (B)(4), lot number 7470918 on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 6665631 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).